Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and noticed that she was experiencing high blood glucose of above 400 mg/dl. Troubleshooting was performed and was found that pump was operating as designed and all tests passed. Customer was advised to monitor pump and call back if issues occur.